Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarm noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The patient's blood glucose of the time was 95 mg/dl. The customer received the alarm when she primed her tubing. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units. The customer stated that insulin did exit and the pump alarmed no delivery. The insulin pump will be returned for analysis.